Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's foster mother reported via phone called that they son high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that in the afternoon the same day his blood glucose was 600 mg/dl. Customer's foster mother switched out set 2 times and treated with shot.